Event description:
Analysis was performed on the returned handheld and the reported allegation was verified. During the analysis it was identified that the sync cable connector on the bottom of the handheld was damaged. Because of the damage, the handheld was unable to receive power from the ac adapter. The cause for the damage to the connector is most likely associated with mishandling of the device as it appears the connector detents are not being compressed when removing or manipulating the serial data cable, thus placing an extensive amount of force on the pcb and attached cable receptacle. No other anomalies were identified. Non-responsiveness from the handheld is due to a damaged connector receptacle where the serial data cable normally attaches; receptacle became partially separated from the main pcb with some broken connector pins; most likely associated with wear or excessive cable manipulation an analysis was performed on the returned flashcard and the reported allegation was verified. No anomalies associated with flashcard software or databases were identified during the flashcard analysis. The flashcard and software performed according to functional specifications.

Manufacturer narrative:
Device malfunction occurred but did not cause or contribute to a death or serious injury.

Event description:
A site reported that their handheld computer may have a short in the cord. They reported that it seems to go off and on when sitting on the table plugged into the outlet. They reported that there is a short or it is not making the connection at the connector between the handheld and the cord. No visual issue was seen and the event was reported to be happening for about a month. The handheld has been returned for analysis and completion is pending.